Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During an x-ray examination, the suture sleeve was over tightened which deformed the lead body and the lead integrity may be compromised. However, all electrical measurements were in range. No intervention was performed, that patient will be monitored.